Manufacturer narrative:
Concomitant medical products: 3)bbraun smallbore filtered extension sets, therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient had a double lumen right internal jugular central venous line (rij cvl) with a maxguard trifuse extension set connected to it via a non-bd needleless connector . The trifuse extension set then had three non-bd smallbore filtered extension sets attached to each arm on the trifuse set, infusing milrinone, heparin 5,000u/50ml and heparin 1/2 ns. When the trifuse extension set was disconnected from the non-bd needleless connector, the male luer on the tri-fuse broke off in the non-bd needleless connector and blood leaked onto the patient's bed. The cvl was clampled and the needleless connector was removed. There was no report of patient harm.

Manufacturer narrative:
Patient: infant. The customer¿s report that when the nurse disconnected the trifuse set from the b.braun caresite posiflow needleless connector, the trifuse male luer broke off and remained stuck inside the b.braun caresite posiflow needleless connector was confirmed. Visual inspection of the set noted the male luer tip was broken off in another standalone b.braun caresite needle free valve. Examination under magnification noted the break was uneven and jagged. White stress marks were observed at the corresponding locations of the breakage on the mating luers. Functional testing was deemed unnecessary due to separation. The root cause was identified as the external application of force to the male luer tip created by multiple contributing factors: caresite incompatibility, fusion of luers either from exposure to undried priming liquid or alcohol, weakening of the luer material due to over-exposure to alcohol, hoop stress, over-tightening facilitated by undried priming liquid or alcohol acting as a lubricant, extended use and possible molding defects.

Event description:
The customer reported that the patient in the picu had a double lumen right internal jugular central venous line (rij cvl) with a maxguard trifuse extension set connected to it via a non-bd needleless connector . The trifuse extension set then had three non-bd smallbore filtered extension sets attached to each arm on the trifuse set, infusing milrinone, heparin 5,000u/50ml and heparin 1/2 ns. When the trifuse extension set was disconnected from the non-bd needleless connector, the male luer on the tri-fuse broke off in the non-bd needleless connector and blood leaked onto the patient's bed. The cvl was clampled and the needleless connector was removed. The customer further states that they do not use alcohol on the male luer when they connect the sets together. The nurse will prime the set with the fluid that will be delivered and then connect the syringe to the set and prime until the fluid exits at the male luer with the duct cap still attached., this is also done for dextrose as well. Before the nurse connects the male luer to an open female luer, the nurse will use a prefilled syringe to place saline into the female luer before connection to ensure that an air bubble is not introduced. There was no report of patient harm.

Event description:
The customer reported that the patient had a double lumen right internal jugular central venous line (rij cvl) with a maxguard trifuse extension set connected to it via a non-bd needleless connector. The trifuse extension set then had three non-bd smallbore filtered extension sets attached to each arm on the trifuse set, infusing milrinone, heparin 5,000u/50ml and heparin 1/2 ns. When the trifuse extension set was disconnected from the non-bd needleless connector, the male luer on the tri-fuse broke off in the non-bd needleless connector and blood leaked onto the patient's bed. The cvl was clampled and the needleless connector was removed. The customer further states that they do not use alcohol on the male luer when they connect the sets together. The nurse will prime the set with the fluid that will be delivered and then connect the syringe to the set and prime until the fluid exits at the male luer with the duct cap still attached., this is also done for dextrose as well. Before the nurse connects the male luer to an open female luer, the nurse will use a prefilled syringe to place saline into the female luer before connection to ensure that an air bubble is not introduced. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.